Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that index procedure was in 2008. A direct stenting procedure was performed to treat restenosis of another company's metallic stent in the distal cx. The % diameter of stenosis after stent implantation was 10%. No procedural complications were reported. In 2009, the pt was rehospitalized for coronary artery disease and a cardiac catheterization was performed. A 99% circumflex was stented with another company's stent, as well as a 75% rca, which was also stented. Pt was discharged the next day. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - the IFU states: the xience v is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length </=to 28mm) with reference vessel diameters of 2.5mm to 4.25mm. And: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Restenosis, in the IFU, is a potential known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. A conclusive cause for the restenosis, and the relationship to the device and/or IFU deviations, cannot be determined.